Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent called and reported the insulin pump alarmed to indicate an error was found during a memory test. Customer's blood glucose was 165 mg/dl. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display, the problem was isolated to the battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface circuit board. No alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.